Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3487a-45, lot # v759791, implanted: (B)(6) 2013, product type lead; product ID 3487a-45, lot # va03qzd, implanted: (B)(6) 2013, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. It was reported that 3 days ago the stimulator stopped working. It was stated that the patient had to go to the emergency room yesterday because of the pain and they couldn¿t do anything about it. It was stated that the patient put it on ¿full blast¿ (7v) and still didn¿t feel anything. It was noted that the patient was usually at 2v. It was stated that the patient tried different positions but it did nothing; there had been no falls or trauma. It was stated that yesterday the patient had a stabbing sensation/pain on the right side where the implant was on the top portion. It was stated that the stabbing pain lasted ¿for about the morning¿. It was stated that it was there in the morning and went away. It was noted that the patient was not sure if it went away after a shot administered at the ER or on its own. It was noted that the patient needed a new healthcare professional (hcp) because the current hcp wouldn¿t take insurance.